Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info. See scanned page.

Event description:
Catheter malfunction - physician placed catheter in pt, went to inject the medication and a high pressure alarm went off on the machine. Physician attempted to manually inject and could not. Physician then had to remove the catheter and place a new one.